Event description:
On (B)(6) 2013, it was reported that the patient had sleep apnea prior to vns implant; however, the sleep apnea has recently been exacerbated and during a sleep study, it was noted that the apnea episodes occur during stimulation. Attempts are in progress for additional information; however, it has thus far been unsuccessful. No additional information has been received.

Manufacturer narrative:
Patient age, corrected data: previously submitted MDR inadvertently omitted this information. This report is being submitted to correct this information. Date of event, corrected data: previously submitted MDR inadvertently omitted this information. This report is being submitted to correct this information.

Event description:
It was reported that the patient's device settings have been lowered and that has helped the patient's sleep apnea. It was reported that the exacerbation of sleep apnea is related to vns therapy since it occurs with device stimulation. It was reported that during the sleep study on (B)(6) 2013 the patient experienced desaturation of oxygen levels during every cycle of vns therapy.